Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The surgeon changed their mind and removed the lens without enlarging the incision, during the same procedure. Surgery was completed with another lens. No pt injury. The injector model was unknown and the cartridge that was used was a qa cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.